Manufacturer narrative:
The steris service technician inspected the steam sterilizer and steam generator and found them working properly except that water and steam leaked from the gasket on the heating element which is part of the steam generator. The technician replaced the heating element and gasket. The sterilizer and steam generator were tested, found to operate properly and placed back into service. The steam sterilizer and steam generator were manufactured in 2006 and preventive maintenance is provided under contract by steris. The heater element and gasket are inspected for leakage during each preventive maintenance service and were last replaced on 7/12/2011. The last preventive maintenance prior to the event was performed on 12/23/2011, at which time no leakage was observed. This is considered to be an isolated event.

Event description:
The user facility reported that the steam generator supplying the sterilizer was found leaking water and steam on the floor of room in which it is located. The sterilizer and water supply were turned off, but the water was found to have leaked to several other rooms and through the floor to a room below, causing the ceiling tiles to fall. No injuries to user facility staff or patients were reported, nor were there any delays or cancellation of patient procedures.